Event description:
Spontaneous call from pt regarding ivr legacy pump; states sn (B)(4) is alarming with same "no disposable" error message. Confirms that cassette is properly attached and no issues with tubing has switched over to backup pump with no issues. Will send replacement device. We replaced the device. The reported product fault did not occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. Reported to cvs/caremark by pt/caregiver. Dose or amount: 60nkm, frequency: continuous, route: IV. Dates of use: from "(B)(6) 2018" to current. Diagnosis or reason for use: pah.